Event description:
It was reported that following the implantation of an elevate pc anterior, the patient presented with moderate anal stool incontinence occurring daily. No intervention has been performed and the event was reported as "continuing" as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.